Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image while connected to the 180 series scopes. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. No image was displayed with scopes due to faulty receptacle unit and a faulty printed circuit board, and no image was displayed from the digital video interface output port due to a faulty printed circuit board. Based on the results of the investigation, a definitive root cause could not be established for the observed component failures. Olympus will continue to monitor field performance for this device.